Event description:
Hospital staff responded to a person, condition unknown. The device was connected to the pt with ECG leads, spo2 finger sensor, and bp cuff for cardiac monitoring. According to the reporter, the device screen went blank while monitoring the pt and the monitor had to be swapped out with another one to continue monitoring the pt. No adverse affects to the pt were reported as a result of the device use.

Manufacturer narrative:
Physio-control evaluated the device and observed a constant "searching for pulse" screen message while testing the spo2 function, but could not confirm or replicate the reported malfunction that the monitor screen went blank. Physio-control replaced the spo2 finger sensor and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.